Manufacturer narrative:
A ge svc rep performed an on site investigation. The fast stop switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a fast stop activated error and could not be reset. The sys will remain unusable and locked up. There was no pt injury or death reported.